Event description:
A report was received that there was a device failure. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient is non-bsc patient.

Event description:
A report was received that there was a device failure. The patient will undergo an explant procedure.

Manufacturer narrative:
Expiration date: ni.